Event description:
It was observed during the device evaluation, that the flex deflectable videoscope objective lens adhesive is peeling off. There was no patient involvement.

Manufacturer narrative:
The device evaluation found the object lens adhesive is peeling off. Based on the results of the investigation, a definitive root cause cannot be identified. The reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, operational problem, and storage problem. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacture date of the subject device updated field: h4.

Event description:
No new additional information received from the customer.